Event description:
It was reported that the patient was brought into surgery where the physician opened the pocket per normal protocols. The leads were visualized and confirmed to be connected into the opposite port. It was noted that the leads had been reversed during the last device changeout a few months earlier. The leads were tested via the analyzer with good results. The leads were then placed into the correct ports and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.